Event description:
Allegedly, patient was revise due to mom complications: pain; elevated cocr ions, fluid build-up. Intraoperatively soft tissue inflammation, necrotic debris was discovered. Right.

Manufacturer narrative:
This is the same event as 3010536692-2015-00793, -00794.